Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon. Technical services (ts) was consulted and noted this device exhibited oversensing of noise on the right ventricular (rv) lead. Further evaluation and testing to prevent inappropriate therapy were recommended. Shock impedance measurements were noted to be normal and stable. Furthermore, the patient reported that system exhibited connection issues. Additionally, this device system has been exhibiting ongoing low out of range pace impedance measurements on the rv lead. No adverse patient effects were reported. At this time, this device remains in service.